Event description:
It was reported that the device was used during a vats lobectomy. The surgeon stated that the device cut but partially stapled on one side and the other side there were no staples. The area was sutured closed and the case was completed. The patient was received (4) units of blood. The patient is doing well at this time.

Manufacturer narrative:
(B)(4). On what tissue type was the device used? Lung vessel. At what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? Second. What color cartridge was being used? White. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? None mentioned. Were any of the forces higher or lower than expected (closing, firing, or opening)? None mentioned. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Asku. Does the patient have any relevant history of surgical treatments? Asku. They were using the endopath ets-flex and put a reload in and the reload misfired and only halfway stapled and did not fire at all. This was during a vat procedure and the patient began bleeding out. They had to use the cell saver and transfused 4 units of blood. Patient had to go to the ICU.

Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired and with several b-formed staples on the cartridge deck. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at (B)(4) the devices are visually inspected based on a sample.